Event description:
Report received from the USA stating that service was required for the device. During svc, the device was discovered to be not functioning - rotating. It is unk if the device was used in surgery. It is unk if injuries occurred or if medical intervention were required. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).